Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 07/18/2016 to report that on (B)(6) 2016, their receiver displayed an error message for transmitter failure. There was no report of injury or medical intervention. No additional patient or event information is available. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 08/02/2016 and did not confirm the reported event of receiver error message for transmitter failure.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. A review of the share log confirmed the reported event of transmitter failed error. The root cause could not be determined.